Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level of 500 mg/dl. The customer took a correction bolus to stabilize bg level. The customer stated to have lyme disease and it was in remission. Customer recently got bit by a tick and thinks that may have triggered lyme disease causing the elevated bg level.